Event description:
It was reported that six weeks post operative of a realize band, the patient received a 4ccs fill. After the patient received the fill the patient could not tolerate the fill and the saline was withdrawn. The band was empty for four to six month. The patient complained of difficulty eating. Etiology unknown. An upper gi swallow test was performed. A small amount of fluid was seen going through the band. The patient was taken back to surgery. The band was in the correct positioned. The patient was noted to have a lot of scar tissue and irritation around the stomach where the band was placed. It looked like the patient had a severe allergic reaction to the band. Because of the allergic relation and scar tissue there was a stricture of the stomach. The band was removed. When removing the port they could not use the port applier due to the port being imbedded into the tissue. The surgeon removed the port with cautery. The patient was never sensitive at the port site before removal. The strain relief was loose and about six inches down the tubing. The band was not saved because the band worked correctly. There was no patient consequence during the procedure and the patient is doing well.

Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation.stricture due to scar tissue and allergic reponse.